Event description:
Pt says ohtuvaye nebulizer pari plus lc and delivery system are not working-- pt says he has been instructed on how to use delivery system from prescriber. No missed doses reported. No adverse events. Unknown if device is available for return.